Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. According to the alarm history in the pump menu, pump errors shows up. No unexpected pump errors occurred during testing. No pump error alarms are found in the formatted history files. The s/n label located between the belt clip rails is worn down to the point where it¿s illegible. The middle keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose level was unknown. Customer states insulin pump was dropped by accident and had several errors. Customer performed self test and states self test was ok but after few minutes insulin pump give several alerts. The insulin pump will be returned for analysis.